Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via clinical study indicated the pump serial number (B)(4). It was noted that the event date was the date of system modification when the pump was replaced. The patient was receiving sufenta 325 mg/ml for a total dose of 184.98 mcg/day and bupivacaine 25 mg/ml for a total dose of 14.230 mg/day. It was noted that signs and symptoms have been updated with operative report information. It was noted that the patient did not experience any symptoms. It was noted that during system modification on (B)(6) 2017 there was a partial removal of the 8703 catheter and spliced with a new 8596sc. The catheter was cut to length. An 8703 catheter was also cut proximal to distal connector and the catheter to the intrathecal tip was explanted. The cause of the catheter/cut/break was unknown. It was noted that the catheter break/cut was discovered during system modification on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was not measured. The event date was updated from (B)(6) 2016 to (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported that as of an office visit on (B)(6) 2017, the pump was being refilled and continues to infuse into subcutaneous tissues at cut location. No documentation of catheter replacement through (B)(6) 2018. It was noted the issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8703, lot# j92100933, implanted: (B)(6) 1992, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving sufenta (325.0 mcg/ml at 184.96 mcg/day) and bupivacaine (25.0 mg/ml at 14.227 mg/day) via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported that a catheter break/cut was observed on (B)(6) 2017. During a scheduled pump surgery, the catheter could not be aspirated. The proximal catheter was checked for kinks and the c-arm was used to visualize the distal catheter. It was stated that no apparent breaks were seen, but it was also reported that after the pocket was closed, the patient was repositioned, and the c-arm fluoro identified a catheter break. The catheter was infusing into the subcutaneous tissue proximal to the spine. The catheter was dissected in the area of the break. A decision was made to cut the catheter at the mid-axillary line and explant the catheter to the intrathecal tip. The remaining catheter was left to infuse into the subcutaneous tissue at the cut location. A catheter replacement was planned. The event was related to the device/therapy (lumbar/pump portion of the catheter) and unlikely related to the implant procedure. The outcome was ongoing. There were no reported symptoms. No further complications were reported or anticipated. Additional information was received. The catheter was spliced with a new catheter cut to length on (B)(6) 2017. It was stated the existing catheter was cut proximal to the distal connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-nov-02, which stated the intrathecal catheter was removed in its entirety with no return of cerebrospinal fluid (csf) noted, but then stated the catheter was dissected proximally to the mid-axillary line of left flank and cut proximal to the connector pin complex. The previously reported information regarding the catheter splice had been received on 2017-nov-08, further clarifying the timeline of events.

Manufacturer narrative:
The previous two reports were submitted with incorrect report sources. The report sources have been updated to health professional and study. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported surgical intervention was performed on (B)(6) 2017 with partial removal of the old catheter and spliced a new catheter that was cut to length. The old catheter was also cut proximal to the distal connector, and the catheter to the intrathecal tip was explanted.